Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis manifested by cloudy pd effluent. The cause and the outcome of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as onset, the patient was diagnosed with the peritonitis and the patient began treatment for the event with injection fortum, 1 gram, intraperitoneally (ip), once daily, and injection vancomycin, 500 mg, ip, every fifth day. At the time of this report, both the antibiotic treatment and the dianeal/extraneal therapies were ongoing. No additional information is available.